Event description:
Unomedical reference number (B)(4). Event occurred in austria. It was reported that the patient faced an event of inflammation at the infusion site that opened and the pus probably leaked out. Patient's visited doctor and antibiotic shielding was sought. No further information available.